Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of a yeast infection was exacerbated by the lifevest equipment. Patient described the area as a yeast infection under their breast area and the tightness of the vest is causing it to inflame even more. The patient¿s nurse has applied nystatin topical powder for the yeast infection. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.